Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear residue/debris on product. Visual inspection found the lens haptic torn and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.5/40 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was explanted due to lens tear/break during injection into the eye. The customer stated that the surgeon found the lens broke since it was implanted fully unfold in the patient eye. On (B)(6) 2017 the lens was exchanged for the shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.